Event description:
I am a patient with type 1 diabetes and use the omnipod 5 insulin pump. On the evening of (B)(6) 2026 at about 11: 00 p.m. My blood sugar spiked to over 400. I gave myself insulin without a carb count and the pump showed that insulin had been delivered. It never came down and I went to the emergency room on the morning of (B)(6). It was determined that I was in diabetic jetpack doses and I was admitted to the ICU and was there for 2 days.